Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. During failure analysis (fa) investigation, a recoverable error 23013 was produced along the pitch axis 2. This confirmed the reported event. Fa replaced the axis 2 motor, the axis 2 motor cable, and the axis 2 potentiometer to resolve the issue. After the replacement of parts; the psm was tested, operated with no further issue, and was restored to specification.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23013 occurred on the patient side manipulator (psm) 2. The customer pressed to recover the fault; but, the error returned. The surgeon then disabled the psm 2 and used the psm 3 to continue. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.